Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level reportedly rose to 700 mg/dl (38.9 mmol/l) while wearing the pod on their back between 36 and 48 hours. The patient¿s spouse reported that the patient sought medical attention and was hospitalized with diabetic ketoacidosis on wednesday, (B)(6) 2026. The spouse suspects a defective omnipod. The patient¿s formal diagnosis, symptoms, treatment, and length of hospital stay were not provided. Multiple attempts have been made to collect additional information. The patient¿s spouse declined to provide any further details related to the reported incident.